Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined to reload the cartridge at this time, and multiple attempts were made by tandem technical support to follow up with customer, but no response was received. Customer¿s blood glucose level was 107 mg/dl.